Event description:
It was reported that the right motor for the airptmbdy18 power chair is leaking oil on the consumer¿s carpet. Consumer advised provider they were able to clean it up no property damage.